Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A test guidewire was inserted into the catheter successfully without resistance. Deployment of the catheter to basket and flower was functional with no unusual resistance noted. No issues with the splines were noted. Microscopic inspection of the spline cage revealed no abnormalities. Based on the available information, the investigation findings were unable to confirm the reported guidewire entrapment.

Event description:
During an ablation procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. The catheter was prepped per IFU, and it was introduced into sheath utilizing appropriate steps. Four applications to the right superior pulmonary vein with no issues. While attempting to access and deploy the catheter into basket shape in the right inferior pulmonary vein it was noted that splines inverted. Troubleshooting was performed, the catheter was removed to manually re-shape, while re-shaping on the back table, the wire became stuck. Without the ability to correct. It was noticed that replacing the catheter resolved the issue, and the procedure was completed successfully without patient complications. The device was returned for laboratory analysis.

Event description:
It was reported that during an ablation procedure to treat paroxysmal atrial fibrillation, a farawave pulse field ablation catheter was selected for use. The catheter was prepped, and it was introduced into the sheath utilizing appropriate steps. Four applications were applied to the right superior pulmonary vein with no issues. While attempting to access and deploy the catheter into basket shape in the right inferior pulmonary vein, it was noted that the splines were inverted. Troubleshooting was performed, and the catheter was removed from the body to manually reshape the splines. While re-shaping the splines on the back table, the guidewire became stuck and without the ability to correct. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully without patient complications. The device is expected to return for laboratory analysis.